Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the logs and confirmed the reported issue. Technical support recommended replacement of the harness, task light switch, and vent engine assembly. However, the specific cause of the reported issue was not identified. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).